Manufacturer narrative:
(B)(4).

Event description:
It was reported that both implants deployed at the same time. A backup device was available to complete the procedure. There was a reported delay in the procedure of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
The returned device has been used, it is distorted and shows signs of aggressive manipulation. The device is non-functional due to the damages occurred. The actuator does not move and is bent up out of the needle delivery track at the tip. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. The device¿s deployment system was found to function as intended. There appears to be use factors that contributed to the complaint symptom and device¿s condition. No manufacturing issue found to support the complaint. Use error cannot be ruled out as a contributing factor to this event.